Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the sieve beds were leaking. Additional malfunctions include the tie wraps were leaking.